Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified first diagonal branch of the left coronary artery. A 10 mm x 3.50 mm flextome¿ cutting balloon¿ was selected for use. During procedure, it was noted that the balloon ruptured upon inflation in the target lesion. The procedure was completed with a different device. No patient complications were reported.